Event description:
It was reported that a malfunction alarm occurred. Reportedly the malfunction occurred after pump became too hot from being left in the sun. There was no reported adverse impact to the customer¿s blood glucose level. Customer had not previously reset pump for this malfunction, received pump reset instructions from technical support, and planned to call back because charger was not available. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.